Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water channel had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the identified failure "air water channel has foreign material" is cause traced to failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.